Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump had delivery accuracy issues. It caused dosing issue or diversion issues using cartridges to the bags to alleviate backorder issues and for the lower cost. The bags are unpopular and were initially believed to cause errors in dosing. The administration set they used with the bags. They had some crimping issues with the set, but no longer believe the set was the culprit of dosing errors. There were concerns around the bags and diversion of drugs. The clam shell, into which the bag goes, had open spaces for tubing which allows access to the bags. They have had patients used syringes to extract drugs. The event affected patient care.

Manufacturer narrative:
Additional information received - confirmed to be a loaner pump. Changed affected item from 21-2111-0200-02 to 21-2111-0200-00. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be an issue with the pump's expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation . Service history review identified the complaint was not related to a previous service of the device within the review period. If the product is returned this complaint will be reopened for further investigation. D3, g1, g2 email address: (B)(6).